Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 4 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient experienced cardiac arrest on (B)(6) 2018 which was thought to be hypoxia in association with a dislodged endotracheal tube. In morning of (B)(6) 2018, patient's pupil exam changed and patient underwent a CT scan which indicated extensive cerebral infarcts and diffuse cerebral edema. Patient's family decided palliative extubation and withdrawal of care was most appropriate at the time. The patient¿s lvad was turned off, extracorporeal membrane oxygenation (ECMO) was discontinued. The patient expired at 9:47 am on (B)(6) 2018. It was reported that private investigator (pi) stated that the study patient's death was due to iatrogenic esophageal intubation. The pi thought this was a serious adverse event, that was not related to the lvad but was unexpected and unrelated to the research. The pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
Section date rec¿d by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event re-closed on 23may2019. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Updated investigation conclusion: analysis of the retrieved log files confirmed low flow hazard events; however, no device-related issues were discovered during the evaluation of (B)(4). A specific cause for the reduced flow could not be conclusively determined through this evaluation. A direct correlation between the returned device and the reported events leading up to the patient's outcome could not be conclusively determined. The heartmate 3 lvas IFU lists cardiac arrhythmia, neurologic events, stroke, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient became hypotensive on (B)(6) 2018 and experienced decreased lvad flows with less than 1 liter per minute. The patient's cardiac arrest was thought to be hypoxia in association with a dislodged endotracheal tube. At 12:16, respirations ceased and arterial line blood pressure was 52/37. The patient experienced cardiac arrest with a heart rate of 0 beats per mintue. The mediastinal incision from the lvad implant was opened, the heart was identified to be distended, and cardiac massage was initiated, resulting in severe difficulty to achieve blood ejection. The heart began fibrillating and resumed ventricular rhythm with distension. ECMO was initiated and 10,000 units of heparin were administered. Once the ECMO was initiated, the heart was decompressed and began to eject. Lvad flows improved to 2.0 liters per minute. The patient was transported to the operating room where mediastinal exploration and clot evacuation were performed. A temporary chest closure was executed and the patient returned to the cardiovascular intensive care unit with heart rate of 132, respiratory rate of 8, and arterial blood pressure of 111/79.

Event description:
Additional information: it was reported that on (B)(6) 2018, patient's pupils were miotic and mildly reactive to light. Patient had no spontaneous extremity movements but they did withdraw from painful stimulus in lue and lower extremities. There was no response to painful stimuli in rue and patient could not follow commands. Patient's family withdrew care.

Manufacturer narrative:
Analysis conclusion no device-related issues were discovered during the evaluation of (B)(4). A direct correlation between the returned device and the reported events leading up to the patient's outcome could not be conclusively determined. The heartmate 3 lvas IFU lists neurologic events and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the retrieved controller log file data as well as the lvad log file data retrieved from (B)(4) did not indicate any potential device-related issues. The pump appeared to be operating as intended with stable estimated flow values of about 3-4 lpm until (B)(6) 2018 when the patient experienced cardiac arrest and reduced flow values were noted. (B)(4) was returned assembled with the pump cable intact and the modular cable was returned attached to the pump cable in-line connector. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Loosely coagulated blood was observed in the outflow graft and pump cover. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The modular cable passed electrical testing without issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU (document #(B)(4)) is currently available. Section 1 of this IFU lists neurologic events and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 explains that the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating neurology was consulted for neuroprognostication. In the morning of (B)(6) 2018 the patient¿s pupil exam change and the patient underwent a CT. The CT indicated the patient had suffered extensive cerebral infarcts and the presence of diffuse cerebral edema. The patient¿s family decided to withdraw care, turn off the lvad, and discontinue ECMO support. The patient expired on (B)(6) 2018.